Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had foreign material in the connector. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a lead integrity alert (lia) due to high/undefined impedance and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise on the atrial channel. A lead replacement was planned, however, during the procedure the lead tested within normal limits. It was suspected that the lead issues were due to a loose setscrew on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had rising thresholds and rising impedance.